Event description:
Pt taken to surgery for a stone manipulation due to a left proximal ureteral stone. A microvasive occlusion balloon catheter was tested by inflating and deflating prior to the procedure, as is the usual routing, and found to be working. The balloon catheter was passed over the guidewire with the balloon inflated with contrast. Within 30 seconds, the dr tried to deflate the balloon, which did not deflate. Several different syringes and guidewires were tried in attempts to deflate the balloon but were unsuccessful. The company representative was paged for ideas but was not able to offer help. The dr made the decision to cut the balloon catheter, making it open ended. A foley was inserted and secured the open ended catheter to the foley catheter. The catheter was connected to a gravity bag and the pt was transferred to post anesthesia care unit. The pt was transferred from the "asc" to the hospital for admission. A cysto with removal of the left balloon occlusion ureteral catheter and placement of a stent was performed on 2/19/1998. The pt was discharged 2/20/98.